Event description:
The customer reported to olympus that during endoscopic sphincterotomy using this evis lucera duodenovideoscope and single use 3-lumen extraction balloon v, when the physician manipulated the balloon catheter into the bile duct, the insertion part of the single use 3-lumen extraction balloon v ruptured at thirty-seven (37) centimeters from the tip. As a result, it was temporarily left in the bile duct. The remaining balloon catheter was retrieved using a grasping forceps. The procedure was discontinued and another procedure will be planned at a later date. The physician reported experiencing more resistance than usual when manipulating the balloon catheter. As reported, there was no particular abnormality in the scope during reprocessing. There was a small bleeding, as reported and spontaneous hemostasis within the normal range, which was the same as in normal cases. Additional information received that a surgical procedure was performed and was completed successfully without any problems. There were no reports of further patient or user harm associated with this event. Case with patient identifier (B)(6) reports the evis lucera duodenovideoscope used in the procedure. Case with patient identifier (B)(6) reports the single use 3-lumen extraction balloon v used in the procedure.

Manufacturer narrative:
This device has been returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the findings are as follows: tube 1 was detached from tube 2 at approximately 35cm from the distal end. The distal side of tube1 was deformed. No missing portion was found. No abnormalities about the area and amount of glue on cuff were found in the connection portion. No abnormality such as a deformation were found in the pipes. Scratches were observed on the distal side of the tube sheath as if they had been rubbed by something hard. No other abnormalities that could lead to the reported phenomenon were observed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, although the root cause could not be determined, a mechanism that likely caused the reported event is as follows: 1) the forceps elevator was raised too high during the calculus lithotomy procedure, or a bending force was applied to tube 1 which was extended from the endoscope. 2) tube 1 became strongly bent. 3) the insertion portion was pulled in situation 2). 4) a force beyond resistance was applied to the tube. This caused tube 1 to detach from tube 2. 5) the detached tube1 remained temporarily in the bile duct. However, the origin of a force or how and when it was applied to the connection portion of the tube causing the detachment could not be identified. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿the operator of this instrument must be physician or medical personnel under the supervision of a physician and must have received sufficient training in clinical endoscopic technique. This manual does not explain or discuss clinical endoscopic procedures.¿ ¿never use excessive force to operate the instrument. This could damage the instrument.¿ ¿do not operate the instrument abruptly or with excessive force when retrieving a foreign object. Otherwise, patient injuries such as bleeding, mucous membrane damage, or edema may occur.¿ ¿do not pull the tube with excessive force. Otherwise, the balloon may burst, and the pieces could remain in the duct. This could result in mucous membrane damage. If it is difficult to withdraw the balloon, deflate it before withdrawing.¿ ¿if resistance is too strong and withdrawal is difficult, adjust the angle of the endoscope until the instrument can be withdrawn smoothly. Forcible withdrawal of the instrument could damage the instrument and/or endoscope.¿ ¿when using an endoscope equipped with a forceps elevator, do not withdraw the instrument from the endoscope if the forceps elevator is up. This could damage the instrument.¿ this supplemental report includes information a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Also, new information has been added to d4 and h4. Olympus will continue to monitor field performance for this device.